Manufacturer narrative:
Additional information has been requested and if available, it will be submitted on the supplemental report.

Event description:
It was reported that, "as dr was impacting pkr femoral component, the black plastic impactor broke off. Femoral component was seated properly. No additional actions required."